Manufacturer narrative:
Other relevant device(s) are: computer 9734477 rollingstone embedded. A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. Following replacement, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system will not bootup. It was noted the monitors were black and the fans could be heard. A manufacturer representative went to the site to troubleshoot and verified connections to the system, swapped the power port from the computer to the ups, and lastly unplugged all connections to the computer excluding power. After each one of these steps, the system powered on, however the computer would cycle. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The computer with lot number 1954267 was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical examination found that there were no failures with the computer and that it boots normally to the application screen. If information is provided in the future, a supplemental report will be issued.